Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: review of the alarm history and black box data revealed record of cs069 alarms. On investigation, the pump powered on to the verify screen as per normal operation without error. The pump was primed and exercised for 24 hours without any alarms occurring. Call service alarms were not duplicated on investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.